Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, both products were thoroughly inspected and analyzed. The returned lead was also thoroughly examined and analyzed. Visual inspection confirmed blood within the lead lumen. Additionally, a superficial cut was noted 122 mm from the terminal pin. This cut was not through to the lumen of the lead. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits confirming the superficial cut did not affect insulation integrity and the conductor wires were continuous. As there are no holes in the lead insulation it appears that blood entered the lead through the terminal pin opening, possibly by way of a stylet. Blood can also enter the terminal pin if the pin is sitting in the blood pool. No device or lead characteristics were identified that would have resulted in the reported noise. Laboratory analysis was unable to confirm the reported clinical allegations.

Event description:
Boston scientific received information that following an uneventful device and right ventricular (rv) lead implant, this patient returned the following day for urgent medical intervention. Interrogation confirmed marked oversensing and a bradycardic rate. The physician immediately surgically intervened, at which time blood in the right ventricular header port was noted. Upon removal of the rv lead from the header port, blood was again visible within the lead's inner lumen. The physician again commented that the implant the day prior, had been unremarkable; however, mentioned rv lead damage could have been incurred during right atrial lead placement (which reportedly took place following rv lead implant). Both the device and rv lead were removed and are intended to be returned for a post market evaluation. Following removal, no obvious product damage could be identified. No resulting adverse patient effects and another device and rv lead were successfully implanted.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.